Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation, the helix was unable to be extended. The lead was not implanted and was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.